Manufacturer narrative:
The thermocool smarttouch sf device was returned to johnson and johnson medtech for evaluation. Visual inspection and screening test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed reddish material and a separation between the pebax and the second electrode. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device 31179896l number, and no internal action was found during the review. The customer complaint was confirmed due to the open circuit. The potential cause of the pebax damage and open electrical circuit cannot be determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. The instructions for use of the carto 3 system contain the following information that should be considered: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) observed a separation between the pebax and the second electrode. Initially, it was reported that the catheter presented an error 106. The connection was changed, and the error was not resolved. When the catheter was changed, the error was resolved. No adverse patient consequence was reported. The force sensor error was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 03-oct-2024, a separation between the pebax and the second electrode was observed. This was assessed as MDR reportable with an awareness date of 03-oct-2024.